Event description:
The distributor reported that a htr pmma implant is being explanted due to ongoing infection issues related to its placement in the frontal sinus. The implant is scheduled to be replaced with a htr pekk implant, the date of the revision surgery is unknown at this time.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of three for the same event.